Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was unknown. Troubleshooting was performed and noticed that he was stuck in the rewind loop and could not get the piston to rewind or to come forward. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.